Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("ch"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("chronic apareunia"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder and bladder disorder had resolved and the back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: she received treatments for events chronic, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain , back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), urinary problems, bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2018, she explanted essure. Injury events was updated to chronic, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain , back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), urinary problems, bladder problems. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.